Manufacturer narrative:
Based on the information provided, the root cause of the alleged operative complications cannot be determined. Although it was reported that there was "bleeding from staple lines," there is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is obtained, a follow-up MDR will be submitted. The following information is unknown: what date(s) the reported bleeding occurred, if the bleeding was identified intra-operatively or post-operatively, the estimated blood loss, what medical intervention, if any, was administered due to the bleeding, and what specific stapler instrument(s)/reloads were involved with the "bleeding from staples lines." This complaint is being reported due to the following conclusion: during or after completion of an unspecified da vinci-assisted surgical procedure, bleeding was observed from staple lines. It is unclear if medical intervention was administered due to the staple line bleeds. There is no allegation that a malfunction of a da vinci product occurred or caused/contributed to the "bleeding from staple lines."

Event description:
It was reported during a blind survey involving the da vinci surgical system that there was ¿bleeding from staple lines¿ and ¿experimenting with buttress, staple cartridge and oversewing.¿ no further clinical information was provided.